Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center and stated that false negative troponin results were obtained on the instrument. It is unknown if the discordant or corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative troponin results.

Manufacturer narrative:
The initial MDR 2432235-2014-00466 was filed on august 07, 2014. The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the same troponin reagent lot had been in use for some months and that fliers were obtained once the lab began reducing or eliminating the standard protocol of allowing samples to clot for 30 minutes prior to centrifugation. Ccc advised the customer about proper clotting guidelines. A siemens headquarter support center (hsc) specialist evaluated the instrument data which indicated there is no instrument malfunction. Upon follow-up the customer reported no further issues with troponin results. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the samples not clotting for 30 minutes is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the instrument, resulting lower. The lower results were confirmed on an alternate instrument. The corrected results were reported to the physician(s).

Manufacturer narrative:
The cause of the false negative troponin results is unknown. Siemens is investigating this issue.